Event description:
Reportedly, the subject programmer cannot be used because it displays a white screen when powered up.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject programmer cannot be used because it displays a white screen when powered up.